Manufacturer narrative:
On 8/28/2018 mentor realized that the wrong device history record statement was submitted with the initial report on 7/31/2018. The correct statement is as follows: the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/9/2018. The left prosthesis was identified as a mentor siltex round moderate profile 350cc saline prosthesis. The left sided pain reported initially was identified as capsular contracture. Bilateral prosthesis replacement with saline implants was performed on (B)(6) 2018. This report relates to the right sided prosthesis. Concomitant products: mentor siltex round moderate profile 350cc saline prosthesis, catalog #3542655, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast augmentation with an unknown mentor saline prosthesis (left), and a mentor siltex round moderate profile 350cc saline prosthesis (right). In (B)(6) of 2017, right sided deflation and left sided pain was observed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-04652 for contralateral prosthesis report).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on 4/24/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/4/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. During evaluation of the sample some lines of shell wear were observed on the anterior view. Leak testing revealed two tears within the lines of shell wear noted in the anterior aspect measuring approximately 0.2 cm and 0.1 cm respectively. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11/28/2018. The devices were explanted without replacement on (B)(6) 2018. (B)(4).